Event description:
Same case as MDR #: 2134265-2012-01948. It was reported that during a rotational atherectomy treatment procedure, the speed of the burr was unstable, the burr became stuck in the lesion and a guide wire fracture occurred. The first 90% stenosed, 18mm in length and 3.25mm in diameter target lesion was located in the severely calcified and moderately torturous proximal distal right coronary artery (rca). A second 90% stenosed, 25mm in length and 3.00mm in diameter target lesion was located in the severely calcified and moderately torturous proximal distal rca. Additionally, a third 90% stenosed, 15mm in length and 2.50mm in diameter target lesion was located in the severely calcified and moderately torturous proximal posterior descending artery (pda). Ablation was performed in the proximal rca without issue utilizing the 1.75mm rotablator rotalink plus burr. The burr was then advanced to the distal rca however, as the device passed through the lesion it was noted that the sound of the device became high-pitched and the speed of the burr became unstable. To continue the procedure, the device was advanced to the pda, however, the high-pitched sound continued and the rotational speed dropped from 200,000rpm to 120,000rpm. Resistance was encountered as the device was withdrawn from the pda and the burr subsequently became stuck in the distal rca. To remove the device, the physician withdrew the burr into a 7fr non-bsc guide catheter using dynaglide mode however during removal of the burr the floppy rotawire gold guide wire fractured. The separated guide wire was successfully retrieved with a snare. The procedure was completed with these devices. There were no additional patient complications reported and the patient's status is listed as good.

Event description:
Same case as MDR#: 2134265-2012-01948. It was reported that during a rotational atherectomy treatment procedure, the speed of the burr was unstable, the burr became stuck in the lesion and a guide wire fracture occurred. The first 90% stenosed, 18mm in length and 3.25mm in diameter target lesion was located in the severely calcified and moderately torturous proximal distal right coronary artery (rca). A second 90% stenosed, 25mm in length and 3.00mm in diameter target lesion was located in the severely calcified and moderately torturous proximal distal rca. Additionally, a third 90% stenosed, 15mm in length and 2.50mm in diameter target lesion was located in the severely calcified and moderately torturous proximal posterior descending artery (pda). Ablation was performed in the proximal rca without issue utilizing the 1.75mm rotablator rotalink plus burr. The burr was then advanced to the distal rca, however, as the device passed through the lesion it was noted that the sound of the device became high-pitched and the speed of the burr became unstable. To continue the procedure, the device was advanced to the pda, however the high-pitched sound continued and the rotational speed dropped from 200,000rpm to 120,000rpm. Resistance was encountered as the device was withdrawn from the pda and the burr subsequently became stuck in the distal rca. To remove the device, the physician withdrew the burr into a 7fr non-bsc guide catheter using dynaglide mode however during removal of the burr the floppy rotawire gold guide wire fractured. The separated guide wire was successfully retrieved with a snare. The procedure was completed with these devices. There were no additional patient complications reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated my manufacturer: one device was received in a generic plastic bag without its original pouch, outside the hoop. Wire attached to a catheter. Device received in two segments. The visual and tactile inspection was performed and the device presents: length of the segment #1: length: 280cm approx. (Fractured at distal site). Length of the segment #2: 26.5cm approx (fractured at distal and proximal side). The spring tip was not returned for analysis. All the outer diameter measurements are within specifications. The segments fractured were sent to the (B)(4) lab for analysis, as per (B)(4) results the failure occurred due to a bending overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).